Manufacturer narrative:
Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or any other technological characteristics with a medical device registered within the u.s. Are. Manufacturing site evaluation: samples received: received 108 units suture in a closed packaging. Analysis and results: there are no previous complaints of this code batch, the stock was reviewed. (B)(4) units were manufactured and distributed of this code batch, there are no units in stock. Analysis samples: the samples received were checked visually, these were in sealed packaging. 5 samples were taken for analysis of armed resistance (needle thread union); it was identified that 3 of the samples failed to meet the OEM requirements. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfills the OEM requirements. Final conclusion: complaint is justified. Actions on product: to make personnel training and retraining production manager of the assembly process. Corrective/preventive actions: not applicable.

Event description:
Country of complaint: (B)(6). The physician takes out the premilene 3/0 from the package, the needle becomes detached from the thread.